Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2025, device was explanted (B)(6) 2025. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be fully functional. The returned ICD data was inspected. The inspection revealed, that the ICD activated the eri status, because during an automatic signature check the device detected invalid memory content in the live-holter, a memory range containing battery data. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If there was invalid memory content found in the live-holter, by design the ICD will activate the device status eri to avoid an incorrect automatic longevity calculation. In conclusion, the clinical observation resulted from invalid memory content in the live-holter. The invalid memory content was automatically detected by the device, leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. Based on the available data the root cause for the invalid memory content could not be determined. The presence of invasive external influences, such as strong electromagnetic fields, may be considered.

Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be fully functional. The returned ICD data was inspected. The inspection revealed, that the ICD activated the eri status, because during an automatic signature check the device detected invalid memory content in the live-holter, a memory range containing battery data. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If there was invalid memory content found in the live-holter, by design the ICD will activate the device status eri to avoid an incorrect automatic longevity calculation. In conclusion, the clinical observation resulted from invalid memory content in the live-holter. The invalid memory content was automatically detected by the device, leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. Based on the available data the root cause for the invalid memory content could not be determined. The presence of invasive external influences, such as strong electromagnetic fields, may be considered.